Event description:
It was reported to philips that the system's footswitch had a delay when triggering x-rays, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned interventional surgery procedure was performed when the issue happened, and procedure was delayed, and the device is still functioning and had not affected the operation. The philips field service engineer (fse) inspected the system onsite and confirmed x-ray delay with wired footswitch. After log file review, fse found that error on hand or footswitch pressed. Upon troubleshooting fse found the issue with the internal contact of the footswitch. The cause of the footswitch failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced wired footswitch. After replacement of wired footswitch, system returned to good working condition. The codes were updated based on the investigation outcome.